Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation findings are as follows: the device was disassembled, cleaned and all inner parts were completely checked. The probable cause of the error could be a poor contact with connector of graphics process unit (gpu), printed circuit board assembly output control module (v-board), and memory boards. There were no traces of visible damage, and no rust or oxidation in the connectors. The device was tested for several days without any problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the video system center indicated an error code (e116) occurred after activation. The event where the issue was found was unknown. There were no reports of patient injury or harm.